Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device 60 mm from top view, with the battery pack loaded and with three reloads present (two gold reloads and one blue reload). Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic distal gastrectomy, an unexpected sound was heard at the last part of the 1st firing on the duodenum resection. The knife returned to the home position, but the jaws did not open. Knife reverse switch was used to open the jaw. Then, the gold cartridge was used on the 2nd and 3rd firing to cut the gastric body. After the 3rd firing, the surgeon found that the leakage occurred from the duodenum, and it was found that only the staple on the tip of the staple line was formed properly. The device and the cartridge were replaced, and additional cut was performed on the duodenum with the blue cartridge, and hand suture was performed on the gastric body to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2022. D4: batch # unk. Additional information was requested, and the following was obtained: there was no change in procedure (e.g., additional port hole, change in reconstruction method, etc.) Due to this event. The staple was formed properly on the gastric body. Surgeon¿s comment: there was no problem with the cartridge selection for tissue thickness and the device did not bite the foreign matter, it must be an instrument malfunction. The patient is stable after the operation. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device 60 mm from top view, with the battery pack loaded and with three reloads present (two gold reloads and one blue reload). Based on the photo the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.